Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As the reported leak was unable to be confirmed during returned device analysis, it is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional copilot bbcv device(s) referenced in b5 is/are filed under separate medwatch report number(s).

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The copilot bleedback control valve (bbcv) did not hold well as a bit of contrast and blood flowed back even when it was closed. Another copilot was used with the same issue. A new copilot was used to complete the procedure. There was no adverse patient effect and, although, there was some delay in the procedure; there was no patient harm. No additional information was provided.